Event description:
It was reported that the patient experienced premature ventricular contractions (pvc) and at times a low heart rate. It was also noted that the implantable pulse generator (ipg) exhibited pacing below the lower programmed rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.